Manufacturer narrative:
Age at the time of event: over 40 years of age. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was an error code during aspiration. An angiojet® solent¿ dista catheter was selected for a left distal popliteal thrombectomy procedure. During the procedure, thrombectomy was started and then an error code occurred. They tried to reset it twice with no resolution. It was also noted that the back of the pump was leaking. The catheter was replaced with a different device and the procedure was completed. There were no patient complications reported and the patient's status was reported as fine.